Manufacturer narrative:
(B)(4) device evaluation: the pcs (pneumatic control switch) assembly was returned for evaluation. Visual inspection of the pcs assembly was performed and no abnormalities were noted. The pcs assembly in question was installed into a known good intra-aortic balloon pump (autocat2w) and performed functional testing. The known good iabp with the pcs assembly in question installed failed the functional test. The pump alarmed "helium loss 2" approximately two hours after initiated pumping. The pcs assembly was then removed from the pump. The pcs assembly in question was installed onto the mdt-50 leak tester and failed leak testing. A leak was noted to be coming from the drain valve port. Visual inspection of the pcs assembly internal hardware was performed. Dried condensation was found on and inside manifold block where the drain valve was connected. A piece of hard plastic was also noted inside the drain valve. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "helium loss alarm" is confirmed. The reported problem was replicated during the functional test. The pump alarmed "helium loss 2" right after the purge cycle. See other remarks section for continuation. Other remarks: a leak was noted to be coming from the drain port, which caused the helium loss alarm. Dried condensation and a piece of hard plastic were found inside the drain valve, which caused the drain valve malfunction. The root cause of how the hard plastic got inside the drain valve is undetermined. This is a unique finding and will be monitored for any developing trends.

Event description:
It was reported that the rn was calling to troubleshoot helium loss alarms on the intra-aortic balloon pump (iabp). The alarm was occurring about every 10-15 beats. The intra-aortic balloon (iab) was just inserted and the patient was stable. No blood was noted in the tubing and there were no visible kinks. The patient was in normal sinus rhythm. During troubleshooting of the helium loss alarm, a few minutes into the discussion, a system error 7 alarm occurred. The clinical support specialist (css) had the rn disconnect and reconnect the umbilical cable and power reset the pump. The system error 7 alarm continued. The css remained on the phone while the rn switched out the pump. There was a minimal delay in therapy as the pump was available in the room. The css assisted the rn with performing a map cal on the new pump. The rn was under the impression that there would be an issue or "big deal" with switching the fiberoptix sensor (fos). The css and rn discussed the zero process and map cal in detail. The new pump was pumping with no gas loss alarms or any other alarms. The pump was achieving the goals of therapy. There were no more alarms throughout the rest of our conversation. The rn was sending the first pump to biomed for follow up on the system error 7 alarm. Per field service report: pump was on patient. Symptom - helium loss, then system 7 errors. Findings/action taken: troubleshot pcs (pneumatic control switch). Pcs & display head were ordered. Field service representative on site (B)(6) 2016. Pcs & display cable were replaced. Functional check was performed - pass. Software level - 2.24.

Manufacturer narrative:
(B)(4) device / parts will not be returned for evaluation.

Event description:
It was reported that the rn was calling to troubleshoot helium loss alarms on the intra-aortic balloon pump (iabp). The alarm was occurring about every 10-15 beats. The intra-aortic balloon (iab) was just inserted and the patient was stable. No blood was noted in the tubing and there were no visible kinks. The patient was in normal sinus rhythm. During troubleshooting of the helium loss alarm, a few minutes into the discussion, a system error 7 alarm occurred. The clinical support specialist (css) had the rn disconnect and reconnect the umbilical cable and power reset the pump. The system error 7 alarm continued. The css remained on the phone while the rn switched out the pump. There was a minimal delay in therapy as the pump was available in the room. The css assisted the rn with performing a map cal on the new pump. The rn was under the impression that there would be an issue or "big deal" with switching the fiberoptix sensor (fos). The css and rn discussed the zero process and map cal in detail. The new pump was pumping with no gas loss alarms or any other alarms. The pump was achieving the goals of therapy. There were no more alarms throughout the rest of our conversation. The rn was sending the first pump to biomed for follow up on the system error 7 alarm. Per field service report: pump was on patient. Symptom - helium loss, then system 7 errors. Findings/action taken: troubleshot pcs (pneumatic control switch). Pcs & display head were ordered. Field service representative on site 12feb2016. Pcs & display cable were replaced. Functional check was performed - pass. Software level - 2.24.